Manufacturer narrative:
Concomitants: (B)(6) 02-010-06-0240 - tru cc femoral size 4 left. (B)(6) 02-012-60-1880 - tru stem ext 18mm x 80mm. (B)(6) 208-05-04 - cc distal fem augment sz 4, 5mm (B)(6) 208-05-04 - cc distal fem augment sz 4, 5mm. (B)(6) 200-02-38 - three peg patella 38mm. (B)(6) 204-70-00 - tibial stem ext. Screw. (B)(6) a10012 - gps implant kit v2. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case ¿ USA (mdl no. 3044). (B)(4) lk rev related. It was reported that approximately 19 months after a left total knee replacement procedure, the patient has experienced prosthesis wear, suffered and continues to suffer permanent and debilitating injuries and damages, including but not limited to severe pain, significant scarring, swelling, effusion, inflammation, knee popping/clucking, knee giving away, difficulty walking, antalgic gait and other injuries presently undiagnosed. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
H6: corrected the following: health effect - clinical code, type of investigation manufacturer narrative updated: the reason for the reported event cannot be confirmed from the information provided, but may have been due to prosthesis wear. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. Additionally, this device was packaged after initiation of the recall and was not packaged in a non-conforming vacuum bag.